Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after a collapse and fractured neck of the femur with intermittent heart block. The patient was brought in for a device insertion. During the implant, the patient went into asystole and was externally paced while the right ventricular (rv) lead was positioned. It was noted that it was difficulty to positon the rv lead due to cardiac rotations and patient compliance. After the lead was placed the patient was unresponsive and an echocardiogram performed noted fluid in the pericardial area. A lead perforation was suspected which caused the pericardial effusion, while trying to place the rv lead and during external pacing. A pericardial drain was placed after the implant and was completed successfully. The patient was stable and was transferred to theatre for hip surgery post implant. No additional adverse patient effects were reported. The rv lead was usually implanted.